Event description:
The anesthesiologist removed the ge tec 7 vaporizers from the ge aestiva 5 MRI anesthesia ventilator while in the MRI room. This ventilator is a special MRI compatible model that houses 2 vaporizers. These vaporizers are designed to be easily removed by the user. Simply turn the top cap of the vaporizer to "unlock" it from it's mounted position on the ventilator. The anesthesiologist set the vaporizers down on a movable shelf. When the MRI tech entered the room, he spotted the vaporizers not secured on the vent as he would typically find them. He picked up the vaporizer to remove it from the room. He could feel there was a magnetic attraction. This surprised him as he was under the impression this was an MRI compatible device. The vaporizer did not leave his hands. No harm to patient or staff. He removed the vaporizers from the MRI room. The MRI scan was completed without incident.